Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was having to charge the ins every 2 days for the past month. The patient used to go a week to 10 days between charges. The patient has not had recent programming changes. The patient did have programming changes 5-6 months ago. No falls/trauma were reported. It was reviewed with the call how programmed parameters affect recharge interval. The patient does charge their ins to 100% full. The patient was redirected to the healthcare provider (hcp) to check the ins and leads. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had an appointment with their manufacturing representative (rep) on (B)(6) 2018. They stated that adjustments were made with charging times, and active levels were reset. The patient noted that the device changing to lower frequency was what led to charging more frequently. They stated that after adjustments were made to the device, their issue of charging more frequently has been resolved at this time. No further complications were reported or anticipated.